Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field: d8, d10, h2,h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could conclusively identified. Based on the results of the investigation it is likely the following led to "power increase and decrease buttons". Due to the keypad being disconnected, the flow setting cannot be adjusted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flushing pump power increase and decrease buttons malfunctioned. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump power increase and decrease buttons malfunctioned. There were no reports of patient involvement.